Manufacturer narrative:
The DHR for the subject device was reviewed, the product was conforming to form fit and function upon initial release. It was reported that the subject device backed out of the disc space posteriorly. There was no permanent impairment to the patient, but a revision surgery was completed. There was patient pain reported, but the customer was unsure if the pain was different than the pain the patient had pre or post-operatively. The subject device was returned to titan spine for evaluation. Quality inspection noted no visual nonconformances, and the implant met all required specifications. The engineering technical review for the subject device is still in progress. This report will be the initial report, with a follow-up expected when the technical evaluation has been completed.

Event description:
The customer reported that the subject device backed out of the disc space posteriorly.

Manufacturer narrative:
This report will serve as the follow-up to report #3006340236-00026. A technical evaluation of the subject device was completed after the device's return. It was reported that the subject device backed out of the disc space posteriorly. There was no permanent impairment to the patient, but a revision surgery was completed. There was patient pain reported, but the customer was unsure if the pain was different than the pain the patient had pre or post-operatively. The DHR for the subject device was reviewed, the product was conforming to form fit and function upon initial release. The subject device was returned to titan spine for evaluation. Quality inspection noted no visual nonconformances, and the implant met all required specifications. The engineering technical evaluation of the subject device revealed no device issues that could contribute to the implant shifting, and the event is a known risk factor for this type of surgery. Previous reports have been filed for similar part numbers to the subject device. Report: #3006340236-2018-00017 #3006340236-2018-00025 both of these reports had of patients whose medical history would not have made them ideal candidates for this type of surgery. No patient medical history was provided for the case of the subject device, but could also have played a factor in the non-union.

Event description:
The customer reported that the subject device backed out of the disc space posteriorly.